Event description:
It was reported that the haptics stuck together after injection and were hard to separate from each other during the implant of the intraocular lens. After unfolding of the lens in the capsular bag, the haptics stuck on the optic and it took more than a minute or two (2) to loosen the haptics by instrument manipulation even though there was a sufficient amount of healon. There was no patient injury or complication reported. There were no issues with the handling of the injector and there was a sufficient amount of healon. The iol remains implanted. The date of event is unknown. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The intraocular lens remains implanted. Placeholder.